Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd phaseal¿ protector p50j there was an issue with leakage. It was stated the device was ¿unused on patient. Endoxan (chemo) leaked from the connection of the protector and the vial. No skin exposure for the hcp.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation results: one sample was received by the fukushima pir lab for evaluation. Upon visual inspection of the sample received the leak between the protector and vial was not verified. The protector fit properly to the vial and no leak was observed. However, it was observed that the protector had punctured the rubber stopper of the vial out of the center and the cap was damaged. The sample was sent to (B)(4) to evaluation. According to its report (received on may 08th "2018"), no issues were found. The protector fitted properly the vial and no leak was observed. However, it was noticed) that the protector had punctured the rubber stopper of the vial out of the center. In fact, the cap is damaged. It seems that this caused the leak that the customer refers to (as the vial was not punctured through the rubber stopper but trough the metallic part). The protector was not properly connected. It is recommended to carefully follow the instructions explained in the IFU: the protector must be connected vertically. M12 assembly fixture makes easier the connection. A device history record could not be evaluated as the lot number is unknown. Based upon the investigation of the sample received and the investigation, the root cause of this incident is related to how the customer fitted the protector to the vial. To guarantee the function of phaseal devices, it is recommended to carefully follow instructions explained in the instructions for use. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to procedure. During assembly process, the operator performs the following inspections and tests according to procedure: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. During the two last tests the protector needs to be connected to an injector in order to carry out them. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.